Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23435. It was reported the patient experienced impedance issues and stinging sensations. As such, the sjm representative patient met with the patient for reprogramming. X-rays were taken and revealed the patient's leads had migrated. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the original leads were moved back into the epidural space. Reportedly, the patient has effective stimulation coverage postoperative and the issue is now resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).